Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported after using bd bactec¿ fx, instrument bottom, packaged there was one false negative result from one patient. Subculture confirmed the growth of streptococci. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: this complaint alleges that two bottles in drawer c of the bactec fx did not flag as positive. The patient had multiple bottles collected and subculture confirmed there was growth of streptococci. The customer confirmed that the patient was not impacted by the false results. A bd field service engineer (fse) went to the customer site and performed station qualification for drawer c, which confirmed that the instrument was working properly. The fse also reviewed past plots for this drawer to confirm there was no other bottles affected. There were no instrument issues present, the unit is working properly. This complaint is unconfirmed, and the root cause is unknown. No physical samples were received as part of this complaint; however, photos of bottle plots were provided and reviewed. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release for manufacturing due to service repairs/pms. Service history review revealed there were no previous complaints for this issue. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
Report 2 of 2. It was reported after using bd bactec¿ fx, instrument bottom, packaged there was one false negative result from one patient. Subculture confirmed the growth of streptococci. No adverse impact was reported regarding the patient or user.